Manufacturer narrative:
The device, intended use in treatment, was returned for evaluation. A visual inspection confirmed the gii ps hi flex isrt tr s3-4 10 is cracked. The device shows significant signs of wear/usage. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.this is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.

Event description:
It was reported that the trial is cracked. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.